Event description:
The patient called stating that he had been hospitalized four times due to the pump alarming an occlusion alarm when delivery is halted. The animas representative asked the patient where the occlusion was occurring and he said that it was happening at the cannula of the infusion set. When he pulls the infusion set off the cannula is bent and he suffers subsequently experiences elevated blood glucose levels. The patient resisted reviewing the infusion sets and the insertion technique. The patient said he follows the instructions and did not want to review any further. He said he manually inserts the infusion set into his body and does not use the cocking mechanism.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There is a high likelihood that the patient inserted the infusion sets incorrectly as the patient did not utilize the cocking/insertion device, which could cause the cannula to be improperly inserted. The patient also did not want to review insertion technique with the animas representative. However the fact that patient alleged that the pump did not emit an occlusion alarm still is still unresolved and the pump has not been returned by the patient. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported hospitalization due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.